Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The product was not returned for investigation. The cause of the access site bleeding issue was not determined since the product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 80-year-old male in non-st elevated myocardial infarction and ventricular tachycardia was implanted with an impella cp device for mechanical circulatory support. The patient developed oozing from the impella access site. Blood products were given to the patient. The patient was weaned from the impella cp with heart improvement two days after implant.